Event description:
A pt reported an error message of "not ok" appears once turning on their lifescan meter. The issue was not resolved with troubleshooting and the meter was replaced. The pt did not report experiencing any symptoms at the time of the event. Based on the info provided, there is no evidence of an adverse event or harm to the pt.